Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
The customer reported "battery does not reflect correct amount of charge, will reflect low battery percentage, when plugged in will not reflect pump is charging". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.